Event description:
Genosyl nitric oxide delivery system delivered a high dose of 100ppm to an infant patient for 2 minutes without the device's safety shutdown activating, resulting in an elevated methb.